Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 29-year-old male patient was implanted with an impella rp device for mechanical circulatory support. A notification was received long-term outcome and quality indicator impella registry that the patient endured worsening cardiogenic shock with a possible relationship to the impella rp device. Low impella flow was also noted with a probable relationship to the impella rp device used on a patient. Care was withdrawn and the patient expired. Outcome associated with the use of the device.

Manufacturer narrative:
The investigation into the low pump flow and the renal failure issues has been completed since the original report was submitted. The device was not returned for investigation. It was reported that there were suction alarms at the start of the case. The root cause of the low pump flow and the renal failure issues was not determined since product was not returned and there is a lack of clinical details.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5 and h1.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
Additional information received from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining to the above case. It was noted that worsening renal failure with a possible relationship to the impella rp device used on this patient. Patient with progressively worsening state and malfunctioning right internal jugular impella requiring impella exchange emergently.

Manufacturer narrative:
B5 and h6 was updated as per additional information received.